Event description:
Received a copy of the customer's medwatch report from FDA which states, "when the channel door was opened, the safety clamp on the IV tubing did not engage. The IV pump channel failed to control the flow rate of the medication. Instead, the medication was able to free flow into the IV line when the roller clamp was opened. Tubing reviewed and was not an issue".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : date of event. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an safety clamp did not engage, channel failed to control the flow rate was not determined because no products or device logs were returned.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "when the channel door was opened, the safety clamp on the IV tubing did not engage. The IV pump channel failed to control the flow rate of the medication. Instead, the medication was able to free flow into the IV line when the roller clamp was opened. Tubing reviewed and was not an issue".